Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient was experiencing discomfort on ipg site. As such, patient underwent a surgical procedure on (B)(6) 2018, wherein ipg pocket site was moved to abdomen region and scs ipg was electively explanted and replaced. Therapy has been restored and issue had resolved post operation.